Event description:
Clinical narrative: an impella cpsa device was inserted via the right femoral artery in a 77-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci). Patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. After successful hrpci, the manta closure device did not work. It was not possible to close the access site with manual compression, and surgical wound closure was necessary. The procedure did not harm the patient and the blood loss was minimal, not triggering a drop in hemoglobin on blood gas. The patient remained on support and survived to explant. Bleeding in this patient may have resulted from access-site complications during impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.